Event description:
Catheter sheared and distal end of catheter had to be removed by surgical procedure.

Manufacturer narrative:
Visual analysis (gross visual and microscopic): returned was a single titanium port with an attached silicone catheter segment and a loose locking mechanism. Six (6) punctures observed. No internal damage observed. Light amber colored fluid observed in the reservoir. Biological debris observed on the outer periphery of the septum. Minor scratch marks observed on the port body. Catheter segment measured 3 1/2" in length. Memory from the locking mechanism observed 3/16" from the proximal end. Distal end observed irregularly torn. Severe clamp marks observed. No manufacturing variances observed related to this event. The complaint, "catheter sheared", was confirmed. The distal end of the attached silicone catheter segment revealed damages consistent with irregular tearing. These damages appear consistent with catheter shear caused by "pinch-off syndrome".